Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site, ineffective therapy, and shocking sensation. Surgical intervention was undertaken in (B)(6) 2023 wherein the ipg was repositioned; however, the issues persisted. As a result, the patient underwent another surgical intervention wherein the entire system was explanted on an unknown date.